Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher blades need sharpening. Handle has jammed and not working well. No known consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. D4: UDI: (B)(4). D11: (concomitant medical products) z. S.g.m. Cutter 1.5:1 ratio caution: sharp/ pn: 00770301500/ sn: (B)(6). Z.s.g.m. Cutter 2:1 ratio caution: sharp/ pn: 00770302000/ sn: (B)(6). Reported issue: the reported event for the device, as provided by the customer, was that the device blades need sharpening. Handle has jammed and not working well. DHR review: the device history record and previous repair record for zimmer skin graft mesher/meshgraft ii serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number: (B)(6) prior to jul 2, 2019 the device was noted to have not been previously repaired. Evaluation of device: on jul 2, 2019 it was reported that the device blades need sharpening. Handle has jammed and not working well. The customer returned a zimmer skin graft mesher serial number: (B)(6) for evaluation. Evaluation of the device on july 19, 2019 noted that pre-test could not be performed, bottom roller damaged. The bottom roller shaft burred, handle not able to be put on, bottom roller gear worn, and to be replaced. It was found that the handle rotated the wrong way. It was found that the side plates were worn on inside edge. The shoulder bolts, washers, and nuts were to be replaced. The cutters were found to have blunt blades across entire surface of both cutters. Repair of the mesher occurred the same day and involved replacing the following: synth bearing pack, left side plate, right side plate, ball detent, shoulder bolt, cap nut, bottom roll, washer, comb, gear pack, and p&h. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(6), dated jul 2, 2019. Probable/root cause: while the service technician confirmed that the blades needed sharpening and the handle was jammed, it cannot be determined from the information provided as to what resulted in the reported event. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
No additional event information was received.